Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed. User tried to restart but failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found station drawer 7.2 off bus. The system was powered down, and the ribbon cable on the drawer board was reseated. All lights came up normally. The fse then proceeded to the hardware test application (hta) and completed the final test. The customer confirmed successful access to drawer 7.2. The system functioned as intended after the field service engineer repaired the device.